Event description:
It was reported that the programmer experienced an error during boot up and had possible registry corruption. The programmer was cycle powered and the error returned. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the error, as a result the hard drive was reimaged and software was reloaded. Hard drive was also replaced. It was also noted that the electrocardiogram (ECG) connector on the link electronic module (lem) circuit board was loose, the keyboard had a broken latch, and the power cord bay door had a bent tab. (B)(4).